Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for arachnoiditis. It was reported that the device was no longer active and that the therapy had never worked, the last time it was on was in 2005 when a manufacturer representative attempted several times to reprogram it but could never get the stimulation to where the patient needed it. The patient reported that the permanent spinal cord stimulation never worked since the day it was implanted, not even close to how the trial was. The current managing pain anesthesiologist and neurosurgeon stated that they would not explant the system. The device remains inactive and in the patient.